Event description:
It was reported that upon scheduled vena cava filter retrieval, the filter was demonstrated to be tilted and could not be retrieved. At this time there are no plans to attempt future vena cava filter retrieval. No reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.